Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, e1, e2, e3, g2, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
It was reported that the tourniquet was found to deflate automatically. The event timing was during surgery. There was no harm or delay reported. It was confirmed that it was spontaneous deflation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the tourniquet was found to deflate automatically. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction